Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary one sample of lot 2002245 inside the blister pack was returned to our quality team for investigation. The product was visually inspected, there was no defect observed in relation to the packaging, we do not specify the product orientation within the package. Upon evaluating the syringe, it was observed there were no marks on the 30ml line. A device history review was performed for lot 2002245, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of a failure in the ink transfer from the drum to the barrel during the scale marking process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe's 30 ml scale marking was found partially erased before use. The following information was provided by the initial reporter, translated from french to english: "in the packaging, the syringes are not sealed with the scale face up. In addition, the 30 ml graduation is almost erased. The whole batch that we have in stock is concerned.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe's 30 ml scale marking was found partially erased before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the packaging, the syringes are not sealed with the scale face up. In addition, the 30 ml graduation is almost erased. The whole batch that we have in stock is concerned."